Manufacturer narrative:
Evaluation completed. One opened bl5423wv pack from lot w2524 was returned. The expiration date on the label was 2020-jan-07. The tip protector was in place, as it should be. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and good aspiration. This cutter performed as intended. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Further investigation underway.

Event description:
The user facility in china reported the vitrectomy cutter did not cut during the surgery; however, aspiration continued. There was no medical intervention required.